Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor (cgm) readings. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support. Additionally, it was reported that the customer experienced low bgs that ranged from "low" per cgm readings to 40 mg/dl. Low bgs were addressed by consuming carbohydrates. Causes of high and low bg were ultimately unknown, although customer suspected that they may have been settings related. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.